Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because battery indicator was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.

Manufacturer narrative:
Follow-up # 1 (12/21/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter failed testing the printed circuit board (pcb) was contaminated. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.